Manufacturer narrative:
Follow-up #1; date of submission: 03/16/2017. The device has been returned and evaluated by product analysis on 02/25/2017 with the following findings. During investigation, the pump was returned with moisture visible through the display lens. The contrast button is the only operable button on the keypad. A leak test failed due to a bolus button leak. There was no physical damage on the keypad. The keypad was removed and there were no defects found. The pump was opened and there was moisture observed throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.